Event description:
See scanned table. The customer's dad reported that the cannula appears to have deployed only about 1/16 of an inch out of the pod; he also believes that it was not properly inserted and this is why his son was not getting insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.